Manufacturer narrative:
The device history record (DHR) for lot 17c151662 indicates that there were no defects found in 168 samples inspected from the lot. There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. However, a potential root cause for the reported condition could include a burr on the folding paddle/fingers that could have snagged the gauze or the improper use of the product by the customer. The product is designed for use in the folded configuration. If ripped apart, the gauze weave structure becomes compromised and broken. This can lead to fraying edges and small strings to be dislodged from the sponge. Ripping the product apart may result in release of loose fibers and could decrease the effectiveness of the product. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. No corrective action at this time due low occurrence rate within overall population. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record (DHR) for lot 17c220262 indicates that there were no defects found in 168 samples inspected from the lot. There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. However, a potential root cause for the reported condition could include a burr on the folding paddle/fingers that could have snagged the gauze or the improper use of the product by the customer. The product is designed for use in the folded configuration. If ripped apart, the gauze weave structure becomes compromised and broken. This can lead to fraying edges and small strings to be dislodged from the sponge. Ripping the product apart may result in release of loose fibers and could decrease the effectiveness of the product. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. No corrective action at this time due low occurrence rate within overall population. This information will be utilized for trending purposes to determine the need for corrective actions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 6/26/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reported the product shedding/fraying during procedure.